Manufacturer narrative:
The returned pacemaker was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that during a pocket revision procedure due to patient discomfort, there were concerns of rapid battery depletion of this pacemaker. The physician requested battery analysis to be done. Disk data analysis was performed by technical services (ts). Ts analysis concluded that the pacemaker was depleting normally but the high-power consumptions may be due to radio frequency (rf) overuse which may occur due to frequent device transmissions and or environment rf interference during device interrogations causing an increase in power consumption which depletes the battery longevity. Subsequently, the pacemaker was successfully explanted and replaced with a new device due to physician discretion. No additional adverse patient effects were reported. The device was returned to the facility for analysis.

Event description:
It was reported that during a pocket revision procedure due to patient discomfort, there were concerns of rapid battery depletion of this pacemaker. The physician requested battery analysis to be done. Disk data analysis was performed by technical services (ts). Ts analysis concluded that the pacemaker was depleting normally but the high-power consumptions may be due to radio frequency (rf) overuse which may occur due to frequent device transmissions and or environment rf interference during device interrogations causing an increase in power consumption which depletes the battery longevity. Subsequently, the pacemaker was successfully explanted and replaced with a new device due to physician discretion. No additional adverse patient effects were reported. The device was returned to the facility for analysis.